Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p60-74 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result for a 34-year-old male patient. The result was inconsistent with those obtained using other methods. The following data was provided (1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): (B)(6) 2026 alinity I syphilis tp result = 0.09 s/co (nonreactive) elisa result = 17.328 s/co (positive) tppa result = weak positive. Rpr result = negative . No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 76538be01. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In-house testing was performed using a retained reagent kit from lot 76538be00 which contains the same bulk reagent as the complaint lot 76538be01. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results, and performs as expected. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I syphilis tp reagent lot 76538be01, was identified.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result for a 34-year-old male patient. The result was inconsistent with those obtained using other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): (B)(6) 2026 alinity I syphilis tp result = 0.09 s/co (nonreactive) elisa result = 17.328 s/co (positive) tppa result = weak positive rpr result = negative no impact to patient management was reported.